Event description:
Received report that samples were taken from needleless port closest to patient at rheumatology clinic. Lab reported hemolysis. No hemolysis reported when blood draw from smartsite into a syringe. No patient or clinical harm reported. No add'l info provided.

Manufacturer narrative:
(B)(4). Device has been received but the investigation is not complete. A f/u report will be submitted with add'l info once the investigation has been completed.